Manufacturer narrative:
Age at time of event: unknown. Date of birth and gender: unknown. Patient weight: unknown. Ethnicity and race: unknown. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was loss of suction after laser fired. Customer had a false meniscus on the eye due to extra moisture on the eye which resulted in a partial flap. Doctor decided to convert patient to photorefractive keratectomy (prk). No further information provided.

Manufacturer narrative:
Additional narrative information: d9 device available for evaluation? Yes returned to manufacturer: yes returned to manufacturer date: may 31, 2022 h3. Device evaluated by manufacturer? Yes device evaluation: this investigation was initially completed with no sample return. The product was subsequently received at jjsv santa ana. This investigation was reopened in order to document the results of product evaluation. 1 opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.